Event description:
It was reported that "the first clip was not properly positioned when the device was initially loaded, and the product was replaced for continued use". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73f2500218 for investigation. The serial number of the device is sn (B)(6). The returned sample was visually examined without magnification. Visual examination revealed there was no damage to the jaw assembly or channel box tabs. The trigger was returned unengaged. No defects or anomalies were observed on the device. A slight sink mark was observed on the handle. The sink mark was determined to be in the tolerable range and would not impact functionality. There was evidence of biological material observed on the device. Proper functional testing could not be completed because the applier was returned empty with no clips. Only the last clip indicator was returned in the device. Upon engagement, the trigger was observed to engage with the ratchet. The last clip indicator was correctly loaded. Click sounds were observed upon engagement of the trigger, indicating the trigger ears were not broken upon the return of the device. No issues were observed at the jaws upon engagement of the trigger. The jaws were observed to be aligned. The device was dissem-bled. The handle was damaged during disassembly. The trigger ears were observed to be intact. The ratchet components were properly greased. No defects were observed with the knob and jaw assemblies. No defects were observed with the jaws and the jog. No damage was observed to the outer tubing and the feeder. The probable root cause of the reported defect could not be de-termined based on the sample returned and the information provided. Device history record in-vestigation did not show issues related to complaint. The reported complaint of "clip(s) not loading properly" could not be confirmed based up-on the sample received. A proper functional test could not be performed because the device was returned with no clips remaining. No damage or defects were observed on the device and internal components. Additionally, the ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. It is important to receive the device with clips remaining for the completion of proper functional testing; moreover, functional testing is critical to confirm the complaint and determine the root cause of any reported defects. No conclusive findings could be determined based on the sample provided as functional testing could not be completed; there-fore, no corrective action is warranted. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the first clip was not properly positioned when the device was initially loaded, and the product was replaced for continued use". No report of patient harm or injury.